Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was unable to be interrogated during routine follow up. Software reprogramming resolved the issue. The patient is in good condition with no adverse consequences.